Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had cataract surgery recently and thought the meds for surgery messed up the device incontinence again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's device was causing them pain. Patient reported that for the past 3 months, their implant has been causing them discomfort, particularly after driving for long periods of time. The patient reported that the pain was bearable, and typically they just deal with it. Patient also stated that they could feel their implant under their skin when it was hurting them. The patient stated that their device hasn't been working for them since the 21st, the morning after they received cataracts surgery. Patient stated that they thought their cataracts surgery messed up the device because they were peeing all down their leg again. The patient called to make adjustments to their stimulation. Agent attempted to guide patient through making stimulation adjustments. Patient reported that their communicator had an orange light on it, and stated that they had not charged it in a very long time. Patient continually received a "device not responding" message. Agent had patient attempt to reposition the communicator but patient could not find their implant. Patient reported that they had a small bump on their rectum, and inquired if that was where the implant was supposed to be. Agent reviewed indicated implant site. Patient stated that they typically needed friends to help them get connected. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient intends to charge their communicator and follow-up with their hcp to make adjustments. Patient stated that they have been going to physical therapy for kegel exercises.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and stated that both them and their hcp could get ins to work. Patient stated hcp told them they would coordinate an appointment with rep to see patient.